Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose decreases after lunch. The patient reported blood glucose values of 60 mg/dl, 37 mg/dl, and 54 mg/dl. No further details were provided regarding treatment or symptoms of the hypoglycemia. Troubleshooting for the low blood glucose was declined. The insulin pump was not returned for analysis.